Manufacturer narrative:
On (B)(6) 2018. On (B)(4) "2018". International UDI: (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se replaced the flow sensor assembly and the ventilator passed all testing.

Event description:
It was reported that the ventilator failed the flow accuracy test. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
MFR recieved date: 21feb2019. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) of oxygen flow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.